Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the top case was chipped and cracked and the bottom case had contamination. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be normal wear, parts were over seven years old. Motor assembly worn out. Actions taken to mitigate the reported issue: replaced chipped and cracked top case. Replaced bottom case for contamination. Replaced cracked right plunger case. Installed cable guard per eco:12-0097 and replaced battery. Performed delivery test and all functional tests which passed. UDI information is unknown.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.